Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. No trends were noted for complaints and there were no capas that were confirmed to be associated. A non-conformity was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available the introducer broke [tip separated]. Another introducer was used to complete the case.

Event description:
According to the available it was additionally reported that the introducer broke but was retrieved. Likely that the introducer hit bone when trying to position the introducers.

Manufacturer narrative:
The patient had a small pelvis with limited range of motion of the legs for positioning. The introducer was parallel to the inferior pubic ramus, and it likely hit bone when trying to position the introducers. The right introducer was received for evaluation. Examination of the introducer revealed the tip to be detached. Microscopic examination of the detachment end of the left introducer revealed the detachment site to be rough and irregular, indicating stress was exerted. The information received indicated during the procedure the tip of the introducer was broken. The introducer tip may bend if it is pushed onto something hard such as bone, which indicates the introducer may have not been in the proper place to insert the anchor. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. No trends were noted for complaints and there were no capas that were confirmed to be associated. A non-conformity was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available it was additionally reported that the introducer broke but was retrieved. Likely that the introducer hit bone when trying to position the introducers.